Event description:
It was reported that the health care professional (hcp) called due to a concern with the subcutaneous implantable cardioverter defibrillator (s-ICD) battery as it was noted to be at the imperial point. Technical services (ts) did not know what that was as there were no faults or actions. The last device transmission was the date of implant. Additionally, shock lead impedances are high out of range measuring 200 ohms. It was noted that the patent is non-compliant with follow-ups. Ts recommended further evaluation and to get the patient sent up for remote monitoring. At this time, the system remains in service. No adverse patient effects were reported.